Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards field clinical specialist, approximately 6 years post implant of a 26mm sapen 3 valve, a sapien 3 ultra resilia valve was successfully implanted due to pvl and central regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted based upon review of medical record review. Sections b5, b7 and h6: device code, investigation findings, and investigation conclusions, h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (cad, htn) caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Upon review of medical records, approximately 6 years post implant of a 26mm sapien 3 valve, the bioprosthetic valve appears well-seated, there is mild thickening and mild calcification of the aortic valve leaflets (rcc); however, the leaflets are noted to be mobile. There is moderate to severe central aortic insufficiency (ai) and paravalvular leak (pvl). There is no stenosis. The patient had a prolonged hospitalization with complete heart block in the setting of profound metabolic disarray and hyperkalemia requiring tvp and cardiogenic shock. An echo (tee) revealed moderate to severe ai and aortic pvl. The patient was treated with a valve-in-valve procedure. A sapien 3 ultra resilia valve was successfully implanted.